Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 3.5 inches from the pump housing and the remainder of the driveline was not returned. The severed portions of the outflow graft and bend relief material were not returned. Upon disassembly of the returned pump, a thrombus formation was found surrounding the inlet bearing cup, obstructing approximately 10-20 percent of the blood flow path. The thrombus ring appeared to have formed in laminated layers, indicating that it developed on the inlet bearings over an undetermined amount of time while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated ldh levels. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 3.5 inches from the pump housing and the remainder of the driveline was not returned. The severed portions of the outflow graft and bend relief material were not returned. Upon disassembly of the returned pump, a thrombus formation was found surrounding the inlet bearing cup, obstructing approximately 10-20 percent of the blood flow path. The thrombus ring appeared to have formed in laminated layers, indicating that it developed on the inlet bearings over an undetermined amount of time while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated ldh levels. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.